Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Unknown. What was the name of the procedure? Unknown, but the suture was sewing abdomen muscle fascia. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? After using, it has pull-off issue. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the barbed suture was used. During closing process, the needle pulled off while sewing the fascia layer of muscle in the abdomen. There were no patient consequences reported.